Event description:
It was reported that this right atrial (ra) lead exhibited far-field oversensing, which triggered inappropriate atrial tachy response (atr) episodes. Additionally, myopotential noise was observed for this lead during an atr episode. Further patient evaluation was recommended. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).